Event description:
Narcotic infusing on pt via cadd pump. Previous shift had changed out cassette at 0526 on (B)(6) 2011. At 1630 on same day, pump alarmed "low volume." Rn retrieved new, replacement cassette and when old cassette was removed, rn noticed the "completed" cartridge was still full of medication. None of the medication had infused during the previous 11 hours. Post-surgical ICU pt experienced more than usual agitation.